Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was experiencing recurring incontinence. During the revision procedure, loss of fluid was identified, although the specific location of the leak was not determined. The entire aus system was removed and replaced. There were no further patient complications reported.

Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4). Concomitant product UDI for pump is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom of incontinence is a known risk associated with this device type and indicated as such in the instructions for use.